Manufacturer narrative:
The data acquisition (da) board was received at the v60 vent manufacturing facility for evaluation. Visual inspection of the data acquisition (da) pcba revealed no evidence of damage or contamination. The da board was installed in the test ventilator in an attempt to duplicate the reported problem. The test ventilator passed the pressure accuracy test. Additional testing was performed but the reported machine and proximal pressure sensors failed occurrence could not be duplicated. No failures or error codes were generated.

Manufacturer narrative:
The unit was received at the international service center. The technician confirmed the vent inop occurrence and replaced the data acquisition board to correct the vent inop occurrence of machine and proximal pressure sensors failed. After the replacement, the unit operated properly. As an unrelated finding, the technician identified that some portions of the touch panel were unresponsive, so user interface assembly was replaced.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported by the manufacture's sales representative that when the v60 unit was turned on at sales office for check, "ventilator inoperative 1007" was displayed and alarm sounded. There was no patient involvement.